Event description:
(B)(4). I started having migraines 3 times a week back in (B)(6) and it has all gone down hill since then. Hair loss, weight gain, swelling of my hands and feet, left ovary pain almost daily, discharge, night sweats, dizziness, mood swings, ringing in ears, acne, high blood pressure, anxiety, long menstrual cycle, loss of libido, back pain, neck pain, nausea, vomiting, blood clots and dark blood.